Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that noise was observed on the right atrial (ra) lead upon manipulation during a device replacement procedure. A lead fracture was noted and this lead was surgically abandoned. A new lead was successfully implanted and to date, no adverse patient effects were reported.